Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
Event date is an estimation.

Event description:
It was reported that the patient receiving the 'early replacement indicator' warning on their ipg. As a result, surgical intervention is anticipated.